Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device detected two episodes of atrial fibrillation as ventricular tachycardia. The episodes both terminated after anti-tachycardia pacing therapy was provided. The wavelet algorithm was re-run and the device remains in use. No patient complications have been reported as a result of this event.